Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, it was noted that the stylet was having difficulties to advance into the newly implanted right ventricular (rv) lead. Also, the helix of the rv lead failed to extend during the procedure. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2023. There were no patient consequences.